Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with hair inside the syringe.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with hair inside the syringe.

Manufacturer narrative:
Investigation summary: one sample was received, visual inspection under the microscope was performed confirming a hair inside the syringe. A photo was provided showing the hair adhered to the barrel inner wall. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. This is the 1st complaint for the lot# 8269986 for the same defects or symptoms. DHR- there was no documentation of issues for the complaint of lot # 8269986 during this production run.